Event description:
New information indicated that the patient presented for a follow-up in the clinic. Upon examination, the right ventricular (rv) lead was found to be dislodged. The dislodgement was confirmed via x-ray.

Event description:
It was reported that the patient's right ventricular (rv) was found to be dislodged. The rv lead was explanted and replaced. The patient was in stable condition.